Manufacturer narrative:
Other applicable components are: product ID: 3057, serial#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Product ID: a521, lot#: unknown, product type: software. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that when attempting to adjust the therapy with the patient, the connection lost error appeared and was not able to be cleared. Contributing factors, actions/interventions and resolution to the reported event were unknown. Additional information was received. The patient's device would not let them switch to either side. Contributing factors were unknown. It was noted the issue was not resolved at the time of the report. No patient symptoms were reported. Additional information was received. The cause of the connection error and inability to change sides was reported to be broken leads. The healthcare provider noted that it seemed like the patient had been fiddling with the tape and leads. It was also reported that the trial was aborted for this reason. No further complications were reported or anticipated.